Manufacturer narrative:
The device was not received by depuy synthes. Once the device is rec'd and the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent.

Event description:
Report rec'd from (B)(6) stating that the device had damaged bearings. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.